Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/28/2105. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2015 with the following findings: the black box history showed multiple por events had occurred on 06/26/2015. The returned battery cap secured to the pump and was able to maintain an electrical connection. The returned battery cap contact height and width measurements were found to be within the required specifications. Unscrewed returned battery cap by half a turn with no power loss occurring. The battery compartment was found to be cracked above and below the bumper pad. Moisture corrosion was observed inside the battery compartment and on the underside of the returned battery cap. A leak test was performed and leaks were found at the cracks in the battery compartment. The pump was exercised for 24 hours using the returned battery cap with no power interruptions occurring. The pump case was removed and moisture corrosion was observed on the keypad flex/connector and support bracket. Unable to duplicate ¿no power¿ issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.